Event description:
A malfunction alarm with code malf 16 occurred, and it was confirmed that it did not cause any adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery. Technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it to tandem using a pre-paid label within ten days. The customer understood and acknowledged all instructions.